Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an attempt to advance the pta balloon catheter to the lesion, a segment of the catheter shaft allegedly broke and detached in the patient. It was further reported that the health care provider was able to surgically remove the segment from the patient successfully. Patient status is unknown at this time.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the segments appeared to be bloody. The catheter was returned in three segments. The first segment containing the hub measured approximately 83.5cm from the point of detachment to the strain relief. The second catheter segment measured approximately 18.4cm in length. The third catheter segment containing the balloon measured approximately 48.3cm in length. The edges of the detachments were examined under microscopic magnification and the edges were observed to be jagged and stretched, likely indicating excessive force contributed to the detachments. No other anomalies were noted along the length of the catheter. Functional evaluation: functional testing could not be performed due to the condition of the returned sample. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a catheter detachment based on the condition of the returned sample. Per the reported event details, the patient anatomy was tortuous and the bend of the iliac artery was severe. Therefore, it is possible that patient factors contributed to the event. However, the definitive root cause could not be determined based upon the available information. Labeling review: the current ultraverse pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.